Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 50 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 50 over a 12 month period revealed 5 reports total ((B)(6) 2009; (B)(6) 2010). (B)(4). The product was not returned to asp for investigation.

Manufacturer narrative:
Comcomitant device: olympus laryngo endoscope: model and serial numbers unknown.the sterrad 50 user's guide warns: know what you can process: before processing any item in the sterrad 50 sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.the olympus laryngo endoscope is not listed as a compatible device in (B)(4)'s sterrad 50 sterility guide. The international customer was advised to inform the device manufacturer about the damaged device.

Event description:
An international customer reported damage to their olympus laryngo endoscope after processing in a completed sterrad 50 cycle. The customer described the damage as "the color of its operating portion came off." The age and usage of the device and the placement location in the sterrad 50 chamber are unknown. The customer processed the laryngo endoscope in the sterrad 50 since its installation in 2005 because they were informed that the devices were compatible. However, the latest compatibility table does not indicate compatibility between the two devices. The customer states that they were unaware about the incompatibility of the two devices because the international sales representative for the facility had not notified them of the updated information. This is the first time the customer has experienced damage to their laryngo endoscope. There were no reports of harm or injury.